Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the pump was in the bathroom while the user was showering. However, the user stated that the pump was not hot. The user's blood glucose level was 124 mg/dl. It was confirmed that the user had an alternate method of insulin delivery available.